Event description:
Customer reported that the end cap of the surgical light fell off in the sterile field. The bumper did not fall into the pt. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powered series operating manual includes a verification of all the covers during yearly maintenances. A maquet field service technician will visit the facility in order to replace and secure the end-cap. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.